Event description:
This report summarizes 16 malfunction events in which the device or cutting accessory fractured. - 16 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 16 previously reported events are included in this follow-up record. Product return status 6 devices were received. 10 device investigation types have not yet been determined. Event confirmation status 6 reported events were confirmed. Evaluation results 4 devices were found to be affected by a broken lid. 1 device was found to be affected by broken guide rails. 1 device was found to be affected by a broken hinge.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: corrected data: h10. 16 previously reported events are included in this follow-up record. Product return status: 6 devices were received. 10 devices were not available for evaluation.

Event description:
This report summarizes 16 malfunction events in which the device or cutting accessory fractured. 16 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 16 events were reported for this quarter. Product return status: 3 devices were received. 13 device investigation types have not yet been determined. Event confirmation status: 3 reported events were confirmed. Evaluation results: 2 devices were found to be affected by a broken lid. 1 device was found to be affected by broken guide rails. 16 devices were not labeled for single-use. 16 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 16 </noe> malfunction events in which the device fractured. 1 event had no patient involvement; no patient impact. 15 events had patient involvement; no patient impact.